Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board. Upon visual inspection, unrelated to the reported complaint, observed cracked motor cover and the load plate cover was defected with the hole that affects the watertight seal. The cause for the physical damage was due to wear and tear. The autopulse platform is a reusable device and was manufactured in 2009 and is 10 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 136 (internal parameter corrupted). The parameters in backup memory have been corrupted due to defective processor board. The processor board needs to be replaced to remedy the system error. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped after performing few compressions and displayed "system error, out of service, revert to manual CPR" error message. No additional information was provided. No known impact or consequence to patient information was provided.